Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
The ortholoc system, composed of plates and screws, used for arthrodesis of the first ray of the foot for hallux rigidus, released a metal fragment which caused a foreign body granuloma in the soft tissue. This was noticed post-op on x-ray due to presence of pain. Surgery was necessary to remove the granuloma, the metal fragment was identified inside it.

Event description:
The ortholoc system, composed of plates and screws, used for arthrodesis of the first ray of the foot for hallux rigidus, released a metal fragment which caused a foreign body granuloma in the soft tissue. This was noticed post-op on x-ray due to presence of pain. Surgery was necessary to remove the granuloma, the metal fragment was identified inside it.

Manufacturer narrative:
Correction please note that the MFR registration number should be (B)(4) the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.